Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not fully eject. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not fully eject. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in using the exoseal vcd. There were no visible signs of device or packaging damage prior to use. A 5f non-cordis heath was used during the procedure. The device was stored and prepped according to the instructions for use. Suitability of the femoral artery was confirmed via angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5mm. No calcium or plaque, vessel tortuosity, nearby stents, or stenosis over 50% was observed at or near the puncture site. The site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds afterward. Upon device removal, the plug was noted to be partially deployed/partially out of the shaft. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not fully eject. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in using the exoseal vcd. There were no visible signs of device or packaging damage prior to use. A 5f non-cordis heath was used during the procedure. The device was stored and prepped according to the instructions for use. Suitability of the femoral artery was confirmed via angiography, including appropriate insertion angle, and the vessel diameter was verified to be at least 5mm. No calcium or plaque, vessel tortuosity, nearby stents, or stenosis over 50% was observed at or near the puncture site. The site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds afterward. Upon device removal, the plug was noted to be partially deployed/partially out of the shaft. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a kink was denoted to be present 7 cm from the distal tip on the delivery shaft. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was received fully deployed with no abnormalities noted and no plug was returned. A kind was observed on the shaft, however, the plug was not returned and the device was still fully deployed. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink in the shaft may have led to difficulties with deployment. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.